Event description:
Initial information was received from a consumer on (B)(6) 2012. A (B)(6) female consumer reported she received treatment with poly-l-lactic acid (sculptra aesthetic) in (B)(6) 2012, "half vial" per cheek and again two months later in (B)(6) 2012 with same amount for cosmetic purposes. She reported the first time in (B)(6) 2012; she experienced bruising and some swelling after her injections, but it went away in a few days, she reported the bruises were huge quarter size bruises. She reported the second injections in (B)(6) 2012, she experience swelling in both cheek areas which has lasted until now, she reported when she smiles she look like she has chipmunk cheeks. She reported the plastic surgeon told her the sculptra aesthetic would remain in her face for over four years. She also reported as of today, her symptoms are continuing and she will not continue her therapy. No medical history or concomitant medications were reported. No further information was reported.